Event description:
The dental implant fx3608swc was removed on (B)(6) 2017 due to failure to osseointegrate 5 months after implantation. The doctor indicated that infection caused the implant removal. The patient has history of hypertension and has recovered without complications.